Event description:
The customer observed a falsely elevated magnesium result generated on an architect c16000 processing module for two patients. The following results were provided (reference range 0.7 ¿ 1.0 mmol/l): sid (B)(6) initial result = 2.72 mmol/l, repeat result on another analyzer ((B)(6)) = 0.84mmol/l. Sid (B)(6) initial result = 2.683 mmol/l, repeat result on another analyzer ((B)(6)) = 0.687 mmol/l. There was no impact to patient management.

Manufacturer narrative:
Continued information for section a1 patient identifier: sid (B)(6) and sid (B)(6). The field service representative (fsr) inspected the instrument and observed the cc cuvette wiper was worn, the cc cuv dry tip was dirty and the r2a c16 rgt probe(r)rohs was misaligned. The fsr replaced the cuvette wiper and dry tip. The c16 rgt probe(r)rohs was realigned, and probes flushed to resolve the issue. Issue resolution was verified with passing qc and precision checks. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review for the instrument parts did not identify any trends. Review of the manufacturing documentation did not identify a nonconformance or potential nonconformance for the instrument parts. The most recent product monitoring review for clinical chemistry systems was reviewed and did not identify any similar issues related to the architect system, instrument parts, or discrepant results as described in this ticket. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the architect c16000, serial number (B)(6), or its parts.